Event description:
It was reported that a spectrum iq infusion pump had an issue: unit repeatedly was outside of volume to be infused (vtbi )testing parameters while performing preventative maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a one hour run time. The delivered amount was 41.919 and the error percentage was at 4.7975% a review of the history log revealed no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Travel pressure plate requires adjustment as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.